Event description:
Reportedly, perivalvular leak in lcc due to suture dehiscence. Per the cer and ae form: paravalvular leak in lcc due to suture dehiscence. Reoperation and placement of additional sutures on annulus without complications. Patient status recovered. Hospital stay (B) (6) 2009 to (B) (6) 2009. Suspicion of endocarditis could be not confirmed. The cec has adjudicated adverse event as device related that has not been reported as device related by the site.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter requested. This event was determined to be reportable per edwards lifesciences procedures. Source documents provided were translated discharge letter, surgical report and discharge summary. Device will not be returned as it is remains implanted. Device remains implanted, not returned.